Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 151.71 mm from the distal tip, and the other broken side was located approximately 28.70 mm from the distal end. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent to this broken main tube do not show damage. Additional observation related to customer complaint: the instrument was found to have a dislodged proximal clevis at the main tube. The proximal clevis became dislodged due to the broken main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the 8mm mega suturecut nd instrument tip is damaged, tilted and split into shaft. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that the missing material or damage occurred outside of a surgical procedure. There was no report of fragments falling into the patient during use, and no post-surgical complications related to retained foreign material were reported.